Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the lot number is as follow: medical device lot #: 6153745, medical device expiration date: 06/30/2018, device manufacture date: 06/01/2016. (B)(6). PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Result: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for citrate tubes with the incident lot was observed.

Event description:
It was reported the regen¿ tht® nc: 1.0ml with multiple issues were no report of medical interventions or serious injury.